Manufacturer narrative:
H6: investigation summary the customer complained of leakage with the mz1000-07 connector. Without any photos or evidence of the failure, the complaint cannot be verified and the root cause remains unknown. A device history record review for model mz1000-07 lot number 21056090 was performed. The search showed that a total of (B)(4)units in 1 lot number was built on 18may2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10

Event description:
It was reported when using the bd maxzero needleless connector, the device experienced leakage at the connection site and the male end. The following information was provided by the initial reporter. The customer stated: it was reported that the cap is leaking from connection site at the male end. I was notified by patient that he had one of his caps leaking. I assessed. Cap was leaking at connection site at the male end. Patient infusing sodium bicarb at 75ml/hr and mesna at 25 ml/hr. Other lumen infusing chemo with the old caps.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd maxzero needleless connector, the device experienced leakage at the connection site and the male end. The following information was provided by the initial reporter. The customer stated: it was reported that the cap is leaking from connection site at the male end. I was notified by patient that he had one of his caps leaking. I assessed. Cap was leaking at connection site at the male end. Patient infusing sodium bicarb at 75ml/hr and mesna at 25 ml/hr. Other lumen infusing chemo with the old caps.